Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to a high blood glucose of 495 mg/dl. Blood glucose at the time of the call was 254 mg/dl. Customer experienced symptoms related to high blood glucose such as diabetic ketoacidosis. The customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose was performed. There were air bubbles in the infusion set. The insulin pump will not be returned for analysis.